Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. A device history record (DHR) review was performed on part # 03.010.036, lot # 38309: DHR review for part #03.010.036, lot #38309 could not be done because lot# is not available in docusphere. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2017, during an unknown surgery, while a surgeon was attempting to open the proximal tibia with the 12mm opening reamer; the 12mm cannulated drill bit broke where it was attached to the jacob's chuck. The broken piece was retrieved from the jacob's chuck and the surgeon used the 12mm awl to continue opening the proximal tibia. The surgery was delayed 10 minutes so the staff could find an alternative device to complete the surgery. The surgery was successfully completed with no additional medical intervention required. The broken drill bit will not be returned for investigation. Concomitant device reported: jacob's chuck (part # unknown, lot # unknown, quantity 1). This is report 1 of 1 for complaint (B)(4).